Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000130846.

Event description:
It was reported a cerebrospinal fluid (csf) leakage occurred while the physician was placing a lead on (B)(6) 2022. Postoperatively, the patient indicated having a headache and was instructed to increase caffeine and fluid intake. Follow-up information indicated the patient¿s headache has resolved. The investigation did not determine which lead was being placed that resulted in the csf leak.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.